Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 4/11/2022, it was reported by a sales representative via email that (2) ar-3638 knotless fibertak passing suture broke as we were trying to pass the repair stitch through the anchor. The anchor had went into the bone well and properly but when the repair suture was passed around the labrum and went to pass the repair stitch, the passing suture broke at the junction where the 2-0 looped end of the passing suture turns into the mini suturetape pulling end. Surgeon cut the excess suture from both knotless fibertaks and anchors were left implanted. Previously to the two suture breakage, surgeon had successfully implanted two other knotless fibertak. To complete case, a 2.4mm pushlock was used. During the procedure, surgeon also had an issue with an ar-6068-25tl quickpass suture lasso. Upon placing the device around the labrum, surgeon attempted to roll out the passing wire and the wire would not pass. Surgeon took the device out of the arm and attempted to fix it but was unable to get the wire to pass. Another ar-6068-25tl quickpass suture lasso was opened and it worked perfectly fine. No further issues has been reported. This was discovered during a labral repair on (B)(6)2022.